Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think they are having problems with the therapy and want to increase stimulation. Patient states having to pee about every two hours and having symptoms for about a month. During the call , the patient was able to connect with therapy app. Caller states therapy is off and when turning on therapy it was painful, so the patient decreased the settings to a comfortable level. The caller is not sure why therapy was off and states they recharge the implant every week on sunday. Then the patient mentioned when trying to power off the handset they were turning off the therapy on the app. The agent reviewed how to turn on/off therapy vs handset. The patient states they will be going to a new doctor in a couple weeks .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of therapy being off was determined. They reported that they didn't know what likely caused or contributed to the issue. They stated that even the healthcare provider (hcp) had difficulty turning the device on. They reported that steps taken to resolve the issue were that there was still an issue as of 8/26/25.